Manufacturer narrative:
Zimmer biomet complaint - (B)(4). Report source - (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was not returned. The implant was implanted and the packaging was discarded by the facility. However, a non released device with the same part number was returned and was evaluated and the complaint confirmed. It does appear that the spikes would puncture the foam and in some cases generate foam particulates. When multiple parts in their packaging configurations were examined, no parts punctured the polyurethane bag that is placed directly around the part. This would keep all foam particles off the implant. The foam as well as all of the other packaging components are also biocompatible. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to a total hip arthroplasty, urethane particles were found on the implant inside the sterile tray when the surgeon opened the sterile tray to use for operation. He believes the spikes may have broken the urethane sheet. There was no back-up for the size so the implant was used to complete the procedure after cleaning. No adverse event occurred but he requested us to improve the package design. No adverse event was reported associated with this issue.